Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was noted that morphology changes and severe non-physiological noise lead to the inappropriate therapy. Post shock the signal went back to normal. The patient was hospitalized and technical services (ts) was consulted to review the data. The s-ICD remains in service and no additional adverse patient effects were reported. It was noted that the patient has been discharged home with normal follow-ups.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was noted that morphology changes and severe non-physiological noise lead to the inappropriate therapy. Post shock the signal went back to normal. The patient was hospitalized and technical services (ts) was consulted to review the data. The s-ICD remains in service and no additional adverse patient effects were reported. It was noted that the patient has been discharged home with normal follow-ups. Additional information was received that upon review of the information ts noted that the episode showed sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts stated that the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and further troubleshooting options. The s-ICD and electrode remain in service and no adverse patient effects have been reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was noted that morphology changes and severe non-physiological noise lead to the inappropriate therapy. Post shock the signal went back to normal. The patient was hospitalized and technical services (ts) was consulted to review the data. The s-ICD remains in service and no additional adverse patient effects were reported. It was noted that the patient has been discharged home with normal follow-ups. Additional information was received that upon review of the information ts noted that the episode showed sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts statedthat the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and further troubleshooting options. The s-ICD and electrode remain in service and no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.